Event description:
During set-up the customer found a 4:1 cardioplegia set in the pack instead of the 8:1. They used one of the 8:1 sets from the shelf in order to be able to use the 078 pack. The customer has opened three other pcks since and they had the correct 8:1 cardioplegia. There was no patient involvement as the problem was detected during set-up.